Event description:
A caller reported that the pump screen unexpectedly went blank and the led was not blinking, necessitating a power connection for it to turn back on. There was no adverse impact on the customer¿s blood glucose level. Tandem technical support identified the shutdown cause as a fuel gauge fluctuation issue and educated the caller on resetting insulin and bolus settings, manually restarting cgm sessions, and reloading the cartridge when the pump turns off. Information on performing a software update, which resolves the issue, was also provided, and the caller acknowledged understanding the guidance.